Event description:
It was reported that during interrogation, the pulse generator exhibited a telemetry anomaly and was in backup vvi mode. After a software download, normal device functionality resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.